Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 21274943.

Event description:
It was reported that during the ipg replacement procedure (MFR. Report number: 3006630150-2017-04769) patient was experiencing pain. The patient underwent an explant procedure and patient was doing well postoperatively. The explanted products were disposed in the facility.